Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coverage 32, 70 cm 4x8 surgical lead model #: sc-4316 lot #: 18513401 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection. Symptoms were pus at the pocket site and in the thoracic spine. The physician did not believe that the infection was device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure.